Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that a red x is showing intermittently, ready-for-use indicating negative. Further information was provided that the device has intermittent operational check failures for the defib test. There was reportedly no patient involvement.